Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/29/2014 with the following findings: the threads of the battery compartment were observed to be damaged, and the threads of the returned battery cap were found to be stripped; these device failures directly contributed to the reported issue. A test battery cap was unable to secure to the suspect pump case per the instructions for use (IFU), and the returned battery cap was unable to secure to a test pump case per the IFU: the reported issue was duplicated. Unrelated to the reported issue, the display screen visual was observed to be dim due to an unidentified display failure.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.